Event description:
Reportedly, during a routine follow-up performed on (B)(6) 2014, the estimated time to eri (elective replacement indicator) provided by the programmer was about 7 years and 3 months. However, the estimated time to eri on (B)(6) 2014 was about 5 years and 3 months (in the programmer printouts, displayed time to eri was variable between 5 years and 3 months and 7 years and 8 months). It was reported that no parameter changes were made during the follow-up on (B)(6) 2014.

Event description:
Reportedly, during a routine follow-up performed on (B)(6) 2014, the estimated time to eri (elective replacement indicator) provided by the programmer was about 7 years and 3 months. However, the estimated time to eri on (B)(6) 2014 was about 5 years and 3 months (in the programmer printouts, displayed time to eri was variable between 5 years and 3 months and 7 years and 8 months). It was reported that no parameter changes were made during the follow-up on (B)(6) 2014.